Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation and erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that gel in tubes is not separating properly "reported issue: the gel in the tubes is not separating the blood cells properly, which is causing potassium levels to be 1-2 points higher than the normal and causing equipment malfunctions in processing" additional information : yes, erroneous potassium results were reported to healthcare providers. By which the health providers pushed our main campus lab to run tests on the tubes to determine the causality of the problem. Which found the gel barrier in the sst tubes under this lot number to be the problem. This was recorded by the uams little rock reference, chemistry, immunology, and hematology labs. Yes, patient impact occurred as multiple patients returned for repeat potassium checks using lithium heparin tubes and not the sst tubes in question. All samples were filled adequately with no short draws and no hemolyzed specimens. The centrifuge used is a hettich rotofix 32 a. All sst samples sit with a timer for 30 minutes after being drawn, and then are spun down before being transported. All tubes are sent in an upright position on a rack up until transport, and then packaged in an upright position. No tubes are spun after transport. The centrifuge is set to 40 rpm/rcf x 100 with a time of 10 minutes

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation and erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results and poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy (validation attached). All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation and erroneous results.. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation and erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation and erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that gel in tubes is not separating properly "reported issue: the gel in the tubes is not separating the blood cells properly, which is causing potassium levels to be 1-2 points higher than the normal and causing equipment malfunctions in processing" additional information : yes, erroneous potassium results were reported to healthcare providers. By which the health providers pushed our main campus lab to run tests on the tubes to determine the causality of the problem. Which found the gel barrier in the sst tubes under this lot number to be the problem. This was recorded by the uams little rock reference, chemistry, immunology, and hematology labs. Yes, patient impact occurred as multiple patients returned for repeat potassium checks using lithium heparin tubes and not the sst tubes in question. All samples were filled adequately with no short draws and no hemolyzed specimens. The centrifuge used is a hettich rotofix 32 a. All sst samples sit with a timer for 30 minutes after being drawn, and then are spun down before being transported. All tubes are sent in an upright position on a rack up until transport, and then packaged in an upright position. No tubes are spun after transport. The centrifuge is set to 40 rpm/rcf x 100 with a time of 10 minutes